Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. Visual inspection was also performed and test strips "cracked in half" was not observed. The complaint is not confirmed.

Event description:
Customer's granddaughter reported that on (B)(6) 2016 customer was feeling ''weak'', but was unable to perform a test using her adc blood glucose meter because the test strips were ''defective'', noting they were all ''cracked in half''. Caller further reported she took her to an emergency room where she was diagnosed with hypoglycemia and given an unspecified medication ''to bring her sugar up''. No additional treatment was required and customer was discharged after approximately one hour. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's granddaughter reported that on (B)(6) 2016 customer was feeling "weak", but was unable to perform a test using her adc blood glucose meter because the test strips were "defective", noting they were all "cracked in half". Caller further reported she took her to an emergency room where she was diagnosed with hypoglycemia and given an unspecified medication "to bring her sugar up". No additional treatment was required and customer was discharged after approximately one hour. There was no report of death or permanent injury associated with this event.